Event description:
Invalid result(s): customer purchased a flowflex plus 3-in-1 kit and received invalid results. No results displayed. No lines appeared at all. He followed the directions and waited 15 minutes. The sample was dispensed into the s well. He has since thrown the test cassette away so he cannot provide a picture.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.